Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure during the blood vessel cauterization, vasoview hemopro 2 insulation on the jaw came off, making it impossible to cauterize the blood vessel. No parts fell into the tunnel or patient. A new device was opened to complete the procedure. There were no major delays. There was no patient harm.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The lot # 3000347004 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.